Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had error code and occasionally buttons stick. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump had rejected new battery and louder during rewind and hazy screen tilts to read screen and condensation under the screen. Customer also stated that the insulin pump had decreased battery life and no delivery alarm and it was resolved by rewinding and reprimand. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.